Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work at all was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during evaluation, it was determined that the device had moving parts that did not move smoothly-trigger. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by the netherlands that during service and evaluation, it was determined that the battery reamer/drill device had corrosion/rusting/pitting, moving parts did not move smoothly-trigger, had corrosion/rusting/pitting, contact damage and component damage. It was further determined that the device failed pretest for general condition and check for sticky trigger. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.